Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused severe headaches since (B)(6) 2020. The patient did report to receive medical intervention and is taking prescribed venlafaxine 75 mg since (B)(6) 2021. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jun 10, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging severe headache, since november 2020 related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and is taking prescribed venlafaxine 75 mg since february 2021. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they were able to confirm the device powered on and provided airflow. The manufacturer inspected internally, observed unknown dust contaminant on the top enclosure, ui panel, bottom enclosure, blower, blower box, and blower seal. A keratin-like substance was observed on the blower box outlet. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer concludes that they were not able to confirm the customer complaint or directly address the patient's symptoms. There was no evidence of sound abatement foam degradation.